Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 430 mg/dl associated with large ketones, which occurred due to a cracked insulin cartridge resulting in insulin leakage and lack of insulin delivery. The patient presented to the emergency department for evaluation and was treated with intravenous saline and discharged the same day without inpatient admission. Symptoms included hyperglycemia, headache, and nausea. Investigation included communication with the patient and review of the information provided. The patient confirmed that insulin was leaking from a cracked cartridge and not being delivered. Investigation of this case identified a cartridge-related failure resulting in interruption of insulin delivery. It was concluded that the event was associated with a supply-related component issue. If additional information becomes available, a supplemental MDR will be submitted.